Event description:
It was reported the surgeon heard a crunch during 2nd firing with a green load during a laparoscopic sleeve gastrectomy. Staples did not form completely on the remnant side. New device opened and procedure completed. With no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from a reload, code gst60g lot: 876a35 (exp. Date: 2025-06- 30), and a tyvek from a device, lot: x95k4e (exp. Date: 2025-07- 31). The second photo shows the jaw of a device with a green reload loaded. The reload from left side can be seen fully fired and on the right side some drivers can be seen scattered along staple line. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/27/2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent slightly upwards and with a gst60g reload present. Also, there were two staples lodged inside the knife slot that appeared to have been from a previous firing. Additionally, the reload was received with the left side fully fired, and the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. While it is not possible to determine the exact root cause for this failure, residual staples that could have contributed to this issue are the most likely root cause. Based on the shape of the residual staples, they were wrapped around the knife and dragged into the knife slot of the reload during firing. The staples around the knife pried the knife slot of the reload to far apart and caused the drivers to pinch in the reload body. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the device had a sleight decamber, but produced a conforming staple line when fired with a test reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 925a17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent:12/13/2022.